Manufacturer narrative:
All available information was investigated, and the reported broken gripper line was not confirmed via device analysis. The reported single gripper actuation issue was confirmed via device analysis. Additionally, it was observed that the gripper line was detached. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and the returned device analysis, the reported single gripper actuation issue is a cascading event of the reported detached gripper line. The reported broken gripper line was due to user perception. The investigation determined the detached gripper line to be related to a potential product quality issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a medial posterior flail and a bileaflet prolapse on lateral a2p2. Although leaflets were long and valve area was acceptable, the implanter selected a ntw. Thus, a steerable guide catheter (sgc) and ntw clip (lot #40926r1083) were prepared per the instructions for use (IFU). After several attempts, the implanter could not grasp the leaflets properly and decided to change it for an xtw. The ntw was removed from the patient, however it was noticed that there was either a new flail, or the existing flail had worsened. The xtw was prepared per IFU which was implanted successfully. A residual eccentric jet was observed lateral to the clip after deployment due to the presence of a residual flail segment. Therefore, another xtw (lot #40813r1063) was prepared per IFU. When attempting to grasp, they were not able to confirm the drop of the posterior gripper. After troubleshooting steps, a malfunction of one of the gripper was suspected as the fluoroscopy showed a gripper down although the gripper levers on the clip delivery system handle were both raised. It was decided to remove this clip. The clip was extracted without issue and exchanged for another xtw (lot #40911r1074). The clip was successfully implanted at target with substantial reduction of the eccentric jet. When completely out of the body, the defective clip was tested and they noticed a broken (absent) gripper line on one of the grippers. Finally, another xtw (lot #40930r1072) was prepared per IFU to address the lateral a2p2 pathology, which was successfully implanted with an acceptable mr reduction. Final mr was grade 2. There were no adverse patient effects.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a medial posterior flail and a bileaflet prolapse on lateral a2p2. Although leaflets were long and valve area was acceptable, the implanter selected a ntw. Thus, a steerable guide catheter (sgc) and ntw clip (lot #40926r1083) were prepared per the instructions for use (IFU). After several attempts, the implanter could not grasp the leaflets properly and decided to change it for an xtw. The ntw was removed from the patient, however it was noticed that there was either a new flail, or the existing flail had worsened. The xtw was prepared per IFU which was implanted successfully. A residual eccentric jet was observed lateral to the clip after deployment due to the presence of a residual flail segment. Therefore, another xtw (lot #40813r1063) was prepared per IFU. When attempting to grasp, they were not able to confirm the drop of the posterior gripper. After troubleshooting steps, a malfunction of one of the gripper was suspected as the fluoroscopy showed a gripper down although the gripper levers on the clip delivery system handle were both raised. It was decided to remove this clip. The clip was extracted without issue and exchanged for another xtw (lot #40911r1074). The clip was successfully implanted at target with substantial reduction of the eccentric jet. When completely out of the body, the defective clip was tested and they noticed a broken (absent) gripper line on one of the grippers. Finally, another xtw (lot #40930r1072) was prepared per IFU to address the lateral a2p2 pathology, which was successfully implanted with an acceptable mr reduction. Final mr was grade 2. There were no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.